Event description:
The patient had 2 leads (from the same lot) implanted as part of her scs system. It was reported the patient was without stimulation after bending over. It was determined one of the patient's leads migrated. Surgical intervention was undertaken and the lead was explanted and replaced. The patient reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.